Event description:
The reporter has not responded to the letter of request and it has been over 60 days since co opened the complaint. Co has concluded that the reporter has had plenty of time to respond, and has not. Co cannot continue with the investigation without further data. Therefore, this complaint has been closed, unless future circumstances warrant its reopening.